Event description:
It was reported that during device preparation prior to implant, after upgrading device firmware; the pulse generator exhibited backup vvi, while still in the box. The device was not used.